Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional stated hole in the lens, noticed when it was implanted, unsure if it was caused by the plunger or it already had a hole in the iol. Additional information has been requested and received stating that the lens was inserted and removed. The symptoms were resolved. Additional information received stating that, plunger sometimes grabs the iol, but it usually does not cause iol damage.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a hole in the lens unsure if it was caused by the plunger; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.